Event description:
Pt reported that the device's audible alarm was no longer working. They stated aht they attempted to resolve the concern by inserting a new set of batteries; howeve, the audible alarm was not restored. Pt's blood glucose was no affected and no treatment was received.